Manufacturer narrative:
Investigation summary: it was reported the health care provider found a white foreign matter on the needle before use. To aid in the investigation, one sample and three photos were provided for evaluation by our quality team. The sample came with no packaging blister, but has the plastic shield. A visual inspection was performed and there is a white epoxy drip over on the needle. The three photos provided show the sample received. This defect can occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, the misfeeding of the cannulator may have induced the epoxy drip on the needle. A device history record review was completed for provided material number 305211, lot number 0202368. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the settings of the cannulator was performed. They were correct and the product flow was with no issues. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that a needle filter blunt fill 18x1-1/2 had foreign matter before use. The following was reported by the initial reporter: "according to the customer's report, the hcp found a white fm onto the needle before use."